Manufacturer narrative:
D4: full UDI not provided as serial number not reported.

Event description:
User facility reported that 2 saw blade broke inside the handpiece during a procedure. It was confirmed that no fragments were found in patient's body. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
No new information.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.